Manufacturer narrative:
Common device name: hemostatic device for endoscopic gastrointestinal use. Product code: qau. 510k_ k200972. This article is under investigation. A follow up emdr will be sent to capture the completed investigation. Please note that separate reports to further capture the different events may be submitted based on the outcome of the investigation. Https://doi.org/10.1016/j.vgie.2017.11.002.

Event description:
Cook became aware of the attached clinical literature article involving cook hemospray endoscopic hemostat. This article is under review and investigation. A follow up emdr will be sent to capture the pertinent information and completed investigation. Please note that separate reports to further capture the different events may be submitted based on the outcome of the investigation. The following was published in a clinical literature article involving cook hemospray endoscopic hemostat. Adverse events of pancreatic fluid collections https://doi.org/10.1016/j.vgie.2017.11.002 initial hemostasis was not achieved (0%); no second attempt was made with hemospray. Spraying active bleeding from a pseudocyst, patient remained hemodynamically unstable, embolisation of splenic artery, pseudoaneurysm, and pseudocyst. Hemostasis was not achieved.

Manufacturer narrative:
Section d_ common device name_ hemostatic device for endoscopic gastrointestinal use product code_ qau section g_ 510k_ k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The IFU precautions, "like other modalities, hemospray may not be effective for all types of bleeds. Gastrointestinal bleeding may exacerbate existing comorbidities, increasing the potential for adverse events including patient mortality." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Https://doi.org/10.1016/j.vgie.2017.11.002.